Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd 20 g cathena catheter experienced difficult safety mechanism disengagement. The following information was provided by the initial reporter: both nurses had a similar adverse event that they did not declare: when the mandrin was removed, the safety device (white box) remained on the base and released the mandrin (risk of major exposure to blood). Dr wanted to make a declaration but the device and the packaging were thrown away before he could do so he remembered that it was a kt 20g the nurse did not remember the reference. Two cardiology nurses each placed a peripheral venous catheter (bd cathena). Afterwards, they wanted to take a blood sample but no blood was returned. However, when she connected the infusion set, the infusion went through. Confirm if there were any consequences for the patient or medical staff? Yes, there were consequences. For the patient: he had to go through another sampling for a blood test. For the nurse: loss of time and additional handling.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the unspecified bd 20 g cathena catheter experienced difficult safety mechanism disengagement. The following information was provided by the initial reporter: both nurses had a similar adverse event that they did not declare: when the mandrin was removed, the safety device (white box) remained on the base and released the mandrin (risk of major exposure to blood). Dr wanted to make a declaration but the device and the packaging were thrown away before he could do so he remembered that it was a kt 20g the nurse did not remember the reference. Two cardiology nurses each placed a peripheral venous catheter (bd cathena). Afterwards, they wanted to take a blood sample but no blood was returned. However, when she connected the infusion set, the infusion went through. - confirm if there were any consequences for the patient or medical staff? -yes, there were consequences. For the patient: he had to go through another sampling for a blood test. For the nurse: loss of time and additional handling.